Event description:
Pt had an aortic valve implant. Measurement 20mm x 6.0 cm in 2001. The pt returned in 2002 with a cerebrovascular accident and positive blood cultures for staph epi. The pt was released and has been readmitted to this hosp within the last week with cardiac abscess and endocarditis.